Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the dirty objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cystonephrofiberscope to the service center for cloudy image. During the device analysis, the repair center indicates that dirty objective lens was found. It was determined that the device needed to be replaced. There was no patient involvement.